Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit batteries died. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) found that failure observed by end user ¿balloon pump died on patient during transport¿. Examined fault logs and observed no lethal fault codes. Possible issue with batteries due 5/2023. Performed battery run time test. Batteries failed run time at 84 minutes, specifications is 135 minutes. Replaced defective batteries(146-00-0039). Unit passed all functional and safety tests per factory specifcations, returned to customer and cleared for clinical use.